Event description:
A blood sample was taken using a 20cc syringe from a pt's IV line. After obtaining the sample, the rn experienced difficulty engaging the needle into the needle protection device. The needle protection device allegedly came off of the syringe and the rn reportedly received a blood splash in eye.